Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo receptacle cable was replaced and the generator interface board and the fluoro functions board connectors were cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication error message and would not display an image. No patient injury was reported.